Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited some intermittent loss of ventricular sensing. It was noted that the device was unable to interrogate; however, it was successful when dongle position was moved. No further information was available.

Event description:
New information received noted that the recommended programming change was made. The patient was doing fine.